Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, an opening on radius, and crease fold. A microscopic analysis was performed which identified: a sharp opening with stress marks near of the opening site, this condition was called surgical impact, and two striated openings on anterior and posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on radius assessed as surgical impact. Two striated opening on anterior and posterior assessed as surgical damage. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture on the right side. Device has been explanted.